Event description:
During the routine f/u of the device involved in this report, pt complained because of inappropriate shocks received. Oversensing episodes were visible in device memory.

Manufacturer narrative:
On 01/14/2010, this event concerns a device that was manufactured and used outside the united states. Method: review of the electronic data and filed received. Results (other) and conclusions: (no conclusion can be drawn), such oversensed events could result from strong external interference, specific pt activities, myopotential sensing or a ventricular lead issue. None of them could be confirmed, although the noise pattern and noise events distribution suggest that myopotentials or external emi are probably at the origin of the noise observed. (B)(4). According to available data, the device operated as intended. The oversensing episodes observed could result from myopotentials sensing, strong external interference, specific patient activities, or a ventricular lead issue. None of them could be confirmed, although the noise pattern and noise events distribution suggest that myopotentials or external emi are probably at the origin of the noise observed.